Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer's blood glucose value was unknown. Customer stated insulin pump up and down buttons not working. Customer stated top of the belt clip was broken off and clip was stuck. Customer stated insulin pump will not lock in place as lock was broken. The customer was advised that the insulin pump will need to be replaced. The customer was asked to discontinue use of the insulin pump and revert to backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.